Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it was found the cause of the noisy image was due to a faulty charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was identified that the bronchofibervideoscope displayed a noisy image during angulation in the up/down directions. There was no patient involvement.